Manufacturer narrative:
Analysis found the software functioning as designed; this was a settings issue. The network configuration, firewall setting, or proxy setting was incorrect. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was unable to connect to electronic picture archiving and communication systems (pacs). The digital intercommunication of medicine (dicom) test was failed at the port step. The network settings were checked and found the pacs port and system storage ae title were incorrect. They were updated, query was successful after updating configuration, however, retrieve still failed. No patient was present at the time of the event.